Event description:
On (B)(6) 2013, rochester medical corporation was contacted by an end user of a self adhering male external catheter who stated that he developed a sore on his penis. The end user stated that he consulted his physician about the sore. The physician prescribed a duoderm hydrocolloid patch to cover the sore. The end user states that he then can continue use of the male external catheter over the patch. The end user states that the sore clears up with use of the hydrocolloid patch. The end user continued use of the male external catheter without the hydrocolloid patch and the sore returns. The end user also stated that he uses a skin prep adhesive with the male external catheter as well as external tape to keep the catheter in place. The end user stated that he has done this with all of his male external catheters over the last 10+ years.